Manufacturer narrative:
Implant loosening was reported for pt with a unicondylar knee implant. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Implant loosening was reported for pt with a unicondylar knee implant. Revision surgery is planned.